Event description:
Revision of an rt-plus femoral component due to breakage of the metal peg of the component after 16 months in situ was reported in a case in another country. Additional details are not available at this time.